Event description:
The distributor reported that an interspinous process construct was removed approximately two years after being implanted because the patient developed pseudarthrosis and reherniated the level. An interbody spacer and a different construct from this product family were implanted during the revision. This is report 1 of 2 for this event.

Manufacturer narrative:
The returned device was examined. There was some minor deformation that is likely the result of being implanted for two years or being removed. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling states that this device is intended for use as an adjunct to fusion or as a fixation device. In this instance, it was installed for a herniated disc and the patient's disc was left intact; fusion or fixation was therefore not the intent of the procedure.